Manufacturer narrative:
Method code- 4110 included for initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +23.5 diopter, became stuck in the cartridge during the loading process and there was no patient contact. The backup lens was implanted with no problem. The reporter indicated the cause of the event and if the lens was damaged was unknown. The reporter was unable to provide any additional information.

Manufacturer narrative:
Device evaluation: the lens was returned stuck in a cartridge. There was no visible damage to the cartridge. Claim # (B)(4).